Manufacturer narrative:
(B)(4). On rare occasions, the sensor wire may break or detach from the sensor pod. If a sensor wire breaks under the skin with no portion of it visible, don't remove it. Contact your healthcare professional if you have redness, swelling, or pain at the insertion site

Event description:
Dexcom was made aware on (B)(4) 2016 that on (B)(6) 2016, that the sensor wire broke. The sensor insertion was at the upper buttocks on (B)(6) 2016. Labelling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. No additional event or patient information is available. No product or data were provided for evaluation. The reported broken sensor wire could not be confirmed. A root cause could not be determined.